Event description:
The patient reported that they wore their tens unit to work once and it knocked them over. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).